Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that suture placement in the calcified right common femoral artery (rcfa) was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the suture broke on both devices. Two additional proglide devices were used for successful suture placement using the preclose technique. Two proglide sutures were successfully placed in the left common femoral artery (lcfa) using the preclose technique. The sheath was upsized to 18fr and the aaa procedure was completed. Hemostasis was achieved in both the rcfa and lcfa using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported suture break was could not be confirmed as the cut portion of the suture was not returned. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.